Event description:
A discordant, falsely elevated potassium (k) result was obtained on a dimension exl with lm instrument for one patient. The initial result was reported to the physician, who questioned the result. The sample was repeated on the same instrument and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant k result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant potassium result was due to a defective blood collection tube. The tsc determined that there was a hole through the middle of the serum separator tube (sst) that penetrated through the gel. The tsc requested that the customer use a plasma tube and repeat the sample. The tsc determined that there was no instrument malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.